Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having issues with the insulin pump. Customer was attempting to prime and the device would go past priming. Customer's blood glucose was 98 mg/dl. Customer stated the insulin was squirting out during manual prime. Customer stated she did not see any gaps between the piston and reservoir stopper during prime. Customer was stuck in the prime menu. Customer stated the insulin did not continue to drip after releasing the act button. The motor slowed down and numbers ramped up on the screen. No alarms noted in the device. The drive support cap appears to be recessed. Customer was advised how to properly fill the reservoir. Customer will monitor the device after successful infusion set change. No further information reported.